Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that stimulation turned on and off every now and then. Stimulation turned off and on specifically when the patient was on an electric train or in a hybrid car. When stimulation turns off, the patient has checked the implantable neurostimulator (ins) and the ins says it was on. The patient felt paresthesia disappear when the ins shut off. Stimulation came back after the amplitude was turned up. The patient had contacted their hcp and met with them on (B)(6) 2015. The hcp found the problem also occurred when the patient move their head. The patient had pain in their hand and their lead was placed at the cervical level. Reprogramming was tried, but the patient's whole arm could not be covered. An hd program was set up to see if that would help the patient with the pain when the amplitude was around 80 percent of the amplitude needed to feel paresthesia. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if intervention was planned.